Event description:
It was reported that balloon perforation occurred. An 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for treatment and it appeared that the wire had punctured through the balloon, not exiting the distal tip as it should. No further information was reported to boston scientific regarding the procedure.